Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2013, resulting in fixture loss. The device is unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed, (B)(6) 2013.